Event description:
Caller noted rv lia on (B)(6)2020 for lead impedance changes and sic counts. B.sci lead program med bipolar (in tegr at ed bipolar lea d), tip to coil and bipolar. No evidence of oversensing. Sic counts were clustered around mid-june with a few single digits measured sporadically . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).